Event description:
It was reported that: "during the manta closure bypass tube did not go to the manta sheath. Was not possible to set up all device manta sheath was fully inserted, when manta body should be deployed and all manta set up, bypass tube did not go inside manta sheath." Additional information: "the operator encountered considerable resistance when inserting the bypass tube into the manta casing. After several attempts to introduce the bypass tube into the sheath the physician decided to remove the sheath to deploy complete new manta sheath. The manta sheath was only in the patient's body. No harm for the patient. Operator did not risk deployment of manta, he decided to deploy new manta." Associated complaints 3010252479-2024-00095 and 3010252479-2024-00091.

Manufacturer narrative:
(B)(4) one unit of manta, sheath and dilator were returned for evaluation. Blood particulates were noted on the unit. Units were decontaminated and inspected. Lever of the manta was not actuated. The unit was functionally tested for bypass. Resistance was observed. The button valve was slightly displaced from its original position. The device lot history record review for lot number mn2301512 manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. An 87-year-old female patient, 160cm, 62kg, bmi-24.2 presented in the or for a tavr procedure. A medial positioned access was gained utilizing ultrasound guidance. The right common femoral arteriotomy was 8.3mm, clear of calcification with moderate tortuosity and a deployment depth measurement of 3cm. The manta instructions for use (IFU) (lbl-001 r e) states the manta device is contraindicated in the following: marked tortuosity of the femoral or iliac artery. No issues were encountered advancing or withdrawing the procedural sheaths. Following the tavr, activated clotting time (act) was 314, heparin and protamine were administered, and an 14f ce manta was deployed to the measured depth for closure. While inserting the by pass tube through the hemostatic valve of the manta sheath, the physician encountered considerable resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter into the hemostatic valve. After several times unsuccessfully attempting to advance the bypass tube through the sheath, the physician decided to remove the first 14f ce manta sheath and device. A second 14f ce manta sheath and device were opened and deployed, immediately achieving hemostasis. The patient did not experience any harm, injury, or health consequence from this event and outcome post-procedure was fine. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements indicate states: the manta closure must be deployed using the manta sheath provided in the manta package, do not substitute any other sheath, and activated clotting time (act) should be below 250 seconds prior to closure. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated only if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events. Corrected data: correction to section d.4 UDI was updated from (B)(4) to include the full UDI.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "during the manta closure bypass tube did not go to the manta sheath. Was not possible to set up all device manta sheath was fully inserted, when manta body should be deployed and all manta set up, bypass tube did not go inside manta sheath." Additional information: "the operator encountered considerable resistance when inserting the bypass tube into the manta casing. After several attempts to introduce the bypass tube into the sheath the physician decided to remove the sheath to deploy complete new manta sheath. The manta sheath was only in the patient's body. No harm for the patient. Operator did not risk deployment of manta, he decided to deploy new manta." Associated complaints 3010252479-2024-00095 and 3010252479-2024-00091.